Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal aortic aneurysm. It was reported that the gore dryseal sheath was advanced with difficulty. The gore excluder aaa endoprosthesis featuring the c3 delivery system was deployed just below the renal arteries. The physician had difficulties to cannulate the contralateral gate and the pt was converted to open surgery. The pt tolerated the initial procedure. On (B)(6) 2012, the pt expired. The cause of death is unk. Further info was requested.

Manufacturer narrative:
A review of the mfg records for the device is being conducted. Images were sent to gore for analysis. Further info will be provided.